Event description:
Pt was on stretcher. Stretcher was being rolled through grass when the wheel on pt's left side, head end, fell off. Ems crew maintained control of stretcher. No injury to pt or crew.

Manufacturer narrative:
Instruction for use of the stretcher recommends routine preventive maintenance check to ensure all fasteners are secure.